Manufacturer narrative:
Updated fields: b4,g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the helium extension yoke was loose. The fse removed the extension yoke and cleaned the teflon tape. The tape was then rethreaded to the extension yoke. The extension yoke was secured to the helium regulator. The fse replaced the block guide because it broke during the repair. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer.

Manufacturer narrative:
Other contact phone number: (B)(6), due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump(iabp) unit was leaking. There was no patient involved.